Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm maryland bipolar forceps was analyzed and an inspection of the instrument's grip shaft where the grip knob was installed found damage along the groove where the retaining ring sits. The damage appears to originate from the groove in the shaft and extends towards the distal end of the shaft. This damage appears to have potentially been caused by the grip knob being forced off the shaft. Additionally, the instrument was found to have a dislodged bearing that is seated beneath the grip knob. The bearing was not returned with the instrument. The bearing can become dislodged if the grip knob is dislodged and additional force is applied to dislodge the bearing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found that the instrument grip knob was missing. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing the maryland bipolar forceps adjustment knob was broken. There was no report of patient involvement.